Event description:
It was reported that after the implant procedure, the lead was found dislodged. The physician attempted to reposition the lead, however, the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after the implant procedure, the lead was found dislodged. The physician attempted to reposition the lead, however, the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.